Event description:
Complainant reported missing pins found during biomed testing.

Manufacturer narrative:
The testing and investigation results indicate the complaint for missing pins (missing feed and flush pins/flush cycle malfunction) was confirmed.